Event description:
On november 20, 2006, the lay-user/patient contacted lifescan alleging that his one touch ultrasmart meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the patient on november 27, 2006, but he refused to provide additional information. The patient encountered the following issues. The patient attempted to test his blood glucose, but was unsuccessful. The meter just kept displaying the "apply sample" symbol. According to the customer care advocate (cca), the patient was using a correct technique for testing with the reported meter. The patient also reportedly got an unspecified "error" message, while trying to test with the meter. At one point, the patient was able to get a reading of either "120 or 140 mg/dl" on the reported meter. An unknown time later, the patient took 2 units of "regular" insulin. It is not known if the insulin was taken based on the meter reading. During the time of concern, the patient had symptoms of feeling disoriented and passed out. The patient stated that he suffered a "diabetic coma." The patient's wife took him to an emergency room because she did not like the way he sounded. The ER tested the patient using an unidentified device and got a result of "1100 mg/dl." He was hospitalized for 3 days. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: how long the patient had the meter for, when the meter issues started, what the duration of each meter issue was, when the symptoms started, when he lost consciousness, what his medication regimen is, and if he was following the regimen before and during the time of concern. In addition, it would have been helpful to know when the reported readings of 120 and 1100 mg/dl were taken, what treatments the patient took on the day of the event, what his diagnosis was, and what other health conditions he has. This complaint is being reported due to the following conclusion: the patient got a reading of 120 mg/dl with the reported meter and took 2 units of "regular" insulin. He had symptoms of feeling disoriented and ended up losing consciousness. The patient obtained a reading of "1100 mg/dl" in a hospital where he was admitted for 3 days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.